Event description:
Following a ptca procedure, the physician attempted arteriotomy closure using the closer s tsl 6 fr device. During knot placement and trimming, the distal tip of the suture trimmer broke off in the patient. Hemostasis was achieved with success, but the piece was not retrieved. There was no report of adverse patient condition following closure. As of 10/8/01, the perclose representative had received no adverse information regarding the pt.